Event description:
A nurse reported that a patient was diagnosed endophthalmitis and experienced decreased visual acuity with black spots and floaters, edema, adhesions on the wound, hypopyon, striae and haze in the left eye which prevented visualization into the back of the eye after viscoelastic product was used in their procedure. A vitrectomy procedure was subsequently performed for an unrelated posterior capsule tear and the patient was referred to a specialist for add'l f/u. Add'l info has been requested.

Manufacturer narrative:
No sample or lot number info was rec'd by manufacturing for evaluation. As no complaint sample or lot number info is available, no lot specific investigation can be performed. All batches are released according to the required specifications. Add'l info was requested. (B)(4).